Event description:
Follow-up identified the patient had her ipg site revised. The physician also replaced the patient's ipg with a different model. The patient was reportedly satisfied with the results of the surgery.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained she was experiencing discomfort/soreness at her ipg site. Surgical intervention is planned for a later date to address the issue.